Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, post-procedure, the patient experienced dysfunctional uterine bleeding, ovarian cysts and stress urinary incontinence. On (B)(6) 2010, the patient had a laparoscopic-assisted vaginal hysterectomy, and bilateral salpingo oophorectomy to include a free vaginatape procedure. As a result of the surgery, the patient suffered pelvic pain and a urinary tract infection. The patient had the sling removed and required reconstructive surgery consisting of a pelvic ligament lift in (B)(6) of 2012. According to the physician's office, as of a follow up medical appointment in (B)(6) of 2012, the patient reported pain and urinary urgency. All other information is unknown and unavailable.

Manufacturer narrative:
Updated information received on june 30, 2015 provided an implant date of (B)(6) 2010; it is unknown whether this, or the originally reported date of (B)(6) 2010 is accurate.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced dysfunctional uterine bleeding, ovarian cysts and stress urinary incontinence. On (B)(6) 2010, the patient had a laparoscopic-assisted vaginal hysterectomy, and bilateral salpingo oophorectomy to include a free vagina tape procedure. As a result of the surgery, the patient suffered pelvic pain and a urinary tract infection. The patient had the sling removed and required reconstructive surgery consisting of a pelvic ligament lift in (B)(6) 2012. According to the physician's office, as of a follow up medical appointment in (B)(6) 2012, the patient reported pain and urinary urgency. All other information is unknown and unavailable.